Event description:
It was reported that, "surgeon used 4.5 tap and began advancing poly screw when the head came off of the screw shaft. The shaft of the screw could not be backed out so it was cut off and the surgeon went down a level."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.